Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d11, g3, g6, h2, h3, h6, h11. D11: unk reamer, unk reamer guide bushing. Complaint can be confirmed through the returned product analysis. The reamer guide has fractured and not all of the pieces were returned. Visual examination of the returned product identified gouges and scratches on the body of the reamer guide. The fractured area of the reamer also looks to be damaged and gouged. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was reaming for the baseplate, the reamer grabbed the edge of the instrument and fractured the instrument. The fractured instrument fracted the glenoid bone of the patient. The procedure was completed with a nonaugmented mini baseplate.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g2; g3; g6; h1; h2; h3. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.